Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer was not using the insulin pump for over a year now because customer's doctor advised that not to use it after being hospitalized for 10 to 15 days. The insulin pump will not be returned for analysis.